Event description:
It was reported that when the patient was hospitalized for an unrelated issue, the hospital staff noted that the patient's oxygen level had dropped to 75% and the device was not putting as much as it should. Patient was unaware of a device issue until then. Patient has since left the hospital and received their replacement device, which is working well for them.

Manufacturer narrative:
B3: date of event is estimated. The unit was returned with oxygen error, which was confirmed due to dust blocking the muffler it causes 02 low. The internal 02 reading measured 92.2%, while the external 02 reading measured 89.5% and the psa was high indicating column is contaminated with moisture. Those things contributed to the low oxygen level. Housing & uip replaced due to the cosmetic damaged.